Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening curved on anterior, crease flat and the weight the device within specification. A microscopic analysis was performed which identified; wear abrasion and one opening striated. Based on the device analysis the final assessment is: one striated opening due to surgical damage consist in the use of some surgical tool. Reason for reoperation: device was not implanted.

Event description:
Healthcare professional reported the device ruptured during the implantation. Device came into contact with the patient. It is unknown whether the silicone gel was in contact with the patient or not. It is unknown whether surgery was completed with a backup device or not.